Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 30 december 2025, that the patient presented with grade 4+ degenerative mitral regurgitation (mr), perforated left atrium and prolapsed anterior and posterior leaflets for a mitraclip procedure. During the procedure, pericardial effusion occurred during transeptal puncture. 2 mitraclips were implanted successfully. Attempt of pericardiocentesis and aspiration was performed to stop the bleeding but was unsuccessful. The patient was referred for cardiac surgery. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported pericardial effusion appears to be related to procedural conditions. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported imaging difficulty appears to be related to patient anatomy. The reported unexpected medical intervention hospitalization, delay to treatment/ therapy and surgical intervention were results of case-specific circumstance as pericardiocentesis and aspiration were attempted, subsequently surgical intervention was performed, and the patient required a prolonged hospitalization as a result. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025, the patient presented with grade 4+ degenerative mitral regurgitation (mr), a perforated left atrium, and prolapsed anterior and posterior leaflets for a mitraclip procedure. During the procedure, pericardial effusion occurred during the transeptal puncture. Two mitraclips were implanted successfully. Pericardiocentesis and aspiration were attempted to control the bleeding but were unsuccessful. The patient was subsequently referred for cardiac surgery. A clinically significant delay was noted due to the need for surgical intervention.